Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the touchscreen is now cracked and unresponsive. Customer's blood glucose level was not impacted. It was indicated that the customer has a back up method for continued insulin therapy.